Manufacturer narrative:
Additional information: d2b - procode. G4 - PMA/510(k). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000905512a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-180/ lot 000905512a, test base part number 195-430wjr/ lot 905512. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000905512 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self-test performed on (B)(6) 2025 with a nasal sample. A previous test (access bio care start) was performed on (B)(6) 2025 and generated positive results. Although requested, no additional information was provided, including details about the treatment and the outcome.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self-test performed on (B)(6) 2025 with a nasal sample. A previous test (access bio care start) was performed on (B)(6) 2025 and generated positive results. Although requested, no additional information was provided, including details about the treatment and the outcome.